Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of angiography. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported difficulties appear to be due to case circumstances. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat disease in a common femoral artery. The armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and got stuck on a previously implanted stent. The armada 35 pta catheter was successfully positioned in the lesion, however, the balloon ruptured during inflation. A new non-abbott pta catheter was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.